Manufacturer narrative:
(B)(4). It is unknown if the product will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that a patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts for additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.